Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is 73 inches in height. An event regarding size/fit (press-fit) issue involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: the device is visually unremarkable and dimensionally within specification. -medical records received and evaluation: not performed as medical records were not provided. -device history review: there were no reported discrepancies for the referenced lot. -complaint history review: there were no other events for the referenced lot. Conclusions: the investigation indicated that the device was visually and dimensionally acceptable.

Event description:
It was reported that during the primary surgery of knee, the pressfit components did not fit adequately to insure fixation in doctor's opinion. Surgeon used cemented implants instead. The surgery was delayed by 20 minutes.

Event description:
It was reported that during the primary surgery of knee, the pressfit components did not fit adequately to insure fixation in doctor's opinion. Surgeon used cemented implants instead. The surgery was delayed by 20 minutes.